Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device displayed premature battery depletion after being implanted for a little over two years. The patient underwent a device changeout procedure where the device was explanted and replaced. There were no adverse patient effects reported. The device is to be returned for analysis.